Manufacturer narrative:
(B)(4). Investigating ongoing.  This is one of two manufacturer reports being submitted for this case

Event description:
As reported by our affiliates in (B)(4), during the 26mm sapien 3 case by transfemoral (tf) approach in aortic position, just before full inflation of the valve, the commander delivery system balloon burst. The burst balloon could not be retrieved back into the sheath. Therefore a cut down was required in order to remove the sheath and commander system. Then a new sheath was placed and the valve was post dilated with a 15f non-compliant true dilation balloon. Echocardiogram and angiogram showed a pvl grade 1-2 remained after post dilation. Due to severe annulus calcification and the patient¿s age, it was decided to leave it as it was. The patient was transferred in a stable condition to ICU. As per pictures received, it seems that the sheath liner became delaminated during attempted commander retrieval

Manufacturer narrative:
UDI (B)(4) as the affected device was not returned, the investigation will be limited to review of photographs, videos, or imagery, review of DHR, review of lot history, review of complaint database for similar complaints, review of physician training and IFU, manufacturing mitigation, root cause, and fmea assessment. Image of the device post-procedure shows the sheath liner is circumferentially delaminated. The delivery system remains inserted with the inflation balloon (please reference related manufacturer report no: 2015691-2018-03729) ruptured. Additionally, the 3mensio report and a fluoroscopy image were provided. The 3mensio imagery shows calcification and tortuosity in the access vessel. Fluoroscopy imagery shows bunching of the delivery system in the sheath, causing an increase in sheath diameter. The work orders related to the manufacturing of the devices and components that could potentially contribute to the complaint. The review did not reveal any manufacturing related issues that would have contributed to the complaint. Review of lot history for the related work order revealed no additional complaint related to ¿sheath distal tip ¿ liner delamination¿. A review of complaint history from september 2017 to august 2018 revealed additional returned complaints for ¿sheath distal tip ¿ liner delamination¿ for the 14f and 16f edwards esheath (all models). Thirty complaints were confirmed. Available information suggests that patient and/or procedural factors may have contributed to the reported events. No manufacturing nonconformities were identified in the returned device. Three complaints are pending engineering evaluation. Review of complaint history revealed that the occurrence rate did not exceed the august 2018 control limit for the trend category ¿damaged¿. The esheath introducer set instructions for use (IFU), device preparation manual, and procedural training manual were reviewed for instructions involving sheath insertion, use, and removal, as well as indicated patient anatomical conditions. Based on the review of the IFU/training manual, no deficiencies were identified. During manufacturing, the sheath shaft components were 100% visually inspected for wrinkles, kinks, bends, or mechanical damage (including scratched/torn liner); protruding/missing material; cross linking of hdpe (blue) across liner (clear); holes or tears on the strain relief; delamination; witness lines with exposed ptfe liner; remnant lines (white lines); seam separation; stress line(s) in the liner; notches on the bottom side of the liner when holding flared proximal end of shaft in the left hand; presence of c-marker band; flash and excess material; protruding/missing material (serrated transition, holes, or rough surface) or tears in the tip. During the manufacturing process the esheath final assemblies were 100% visually inspected by both manufacturing and quality. The outer diameter (od) shaft is verified, as well as the tip inner diameter (ID), tip length, coating length, working length, and strain relief length. It is checked for delamination, seam separation, wrinkles, kinks, or mechanical damage (including scratched/torn liner), protruding/missing material, witness lines with exposed ptfe liner, stress line(s) in the liner, cross linking of hdpe (blue) across liner (clear), notches on the bottom side of the liner when holding the housing in the left hand, remnant lines (white lines), holes, tears, or wrinkles on the working length of strain relief, serrated transition, holes, or rough surface on the tip interface. The device is visually inspect the tip for protruding/missing material (serrated transition, holes, or rough surface), presence of the c-marker band, excess material, flash, tears, bubbles. It is also checked for the presence of scoring and proper scoring on the od and ID as noted in sop7194.03 and/or assembly drawings, and ID scratches in the liner expansion pathway. Furthermore, after sterilization, the sheath is tested and inspected on sample devices from each lot under a sampling basis during product verification (pv) testing. During pv, the work order was verified per sop8048 rev. I. The verification includes visual inspection for abnormalities both before and after seam expansion testing. After sheath expansion testing, the devices were inspected for damage (i.e. Tears), liner opening or not (i.e. Stretching), and to ensure that no fragments separated from the sheath tip. The work order was only released after all units passed pv testing. The inspections and tests described above support that it is unlikely a manufacturing non-conformance contributed to the reported complaint. The complaint for ¿sheath shaft ¿ liner delamination¿ was confirmed through imagery review. However due to the unavailability of the device, engineering was unable to perform full visual, functional, or dimensional analysis. As a result, presence of a manufacturing non-conformance was unable to be determined. However, a review of the DHR, lot history, complaint history, and manufacturing mitigation did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. Additionally, a review of the IFU and training manual revealed no deficiencies. The complaint description states that the inflation balloon had ruptured prior to withdrawing the delivery system (assessed in manufacturer report no: 2015691-2018-03729). A ruptured balloon would result in a disturbed balloon profile that could have increased the possibility of the balloon getting caught on the sheath tip. Additionally, the flared balloon shoulders may have also contributed to the balloon getting caught on the sheath tip. Difficulties during withdrawal likely resulted in excessive force applied to the delivery system which could have delaminated the liner. Available information suggests that procedural factors (withdrawal of ruptured balloon) likely contributed to the complaint event. However, a definitive root cause is unable to be determined at this time. Since no manufacturing non-conformances or labeling/IFU/training deficiencies were identified, an fmea assessment is not required. No manufacturing/product non-conformances or labeling/IFU/training deficiencies were identified, therefore no further corrective/preventative actions are required. No product non-conformance was identified, and the occurrence rate did not exceed the trend category control limit, a product risk assessment (pra) is not required. The complaint for ¿sheath distal tip ¿ liner delamination¿ was confirmed. No manufacturing non-conformances that would have contributed to the reported event were identified. Available information suggests that procedural factors (withdrawal of ruptured balloon) may have contributed to the reported event. No labeling or IFU inadequacies have been identified. Review of complaint history revealed that the occurrence rate for the applicable trend category did not exceed the august 2018 control limit. As such, no corrective or preventative actions are required at this time.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.